Event description:
It was reported that an arm of the recovery filter that had been implanted 2 months previously, detached, and moved into the heart. It was reported that the limb penetrated the wall and there was also cardiac arrhythmia. The pt underwent open heart surgery to remove the wire. Subsequent to the surgery, the filter was removed percutaneously from the vena cava. The pt is reported to be fine at this time.